Event description:
After battery replacement, the patient stopped feeling stimulation sensation. The hcp believed the leads may be broken and need to be replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.